Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (only the stent was returned). The reported device damaged by another device (caused damage) was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal shaft was bent in the mildly calcified, mildly tortuous and 90% stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment difficulties cannot be determined. During removal interaction with the previously deployed 8x150 mm absolute pro self-expanding stent resulted in the previously implanted 8x150 mm absolute pro stent to dislodge from its implanted position. As reported, a common femoral artery cut down was performed to remove the 8x150 mm stent. The partially deployed 8x80 mm absolute pro stent was then pulled out with forceps with great force resulting in the noted stretched/bent stent struts. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional absolute pro/8.0/150mm device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the iliac artery with mild calcification, mild tortuosity and 90% stenosis. The 8x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion and the stent was released normally. The 8x80 mm absolute pro sess was then advanced to the intended location and released; however, the stent could not be completely released and only about 4/5 of the stent was released despite multiple attempts. During the attempt to remove the partially released stent, the 8x150 mm absolute pro stent was dislodged from its implanted position. A common femoral artery cut down was performed to remove the 8x150 mm stent. The partially deployed 8x80 mm absolute pro stent was then pulled out with forceps with great force. There were no adverse patient sequela. No additional information was provided.